Manufacturer narrative:
(B)(4)

Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 13.39mm x 4.95mm. It was reported that the patient experienced headaches approximately two and a half weeks post procedure, but her condition resolved with medication on (B)(6) 2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).